Event description:
The pump was set to deliver diprivan at a rate of 30m/hr. Fifty mls were infused in one hour. When the door of the pump was opened it was noted that the tubing was not completely loaded into the mechanism. There was not pt complication.